Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, sensor was removed from the patient's arm to treat the infected area. It was later reported that patient is doing well and infected area is completely healed. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
Senseonics was made aware of an instance where the patient experienced infection at the insertion site. Sensor has failed on (B)(6) 2020 and removal was scheduled for (B)(6), 2020. On (B)(6) user noticed red swelling that was painful to touch. The swelling and the pain got worse until may 8th. The swelling was filled with pus. User disinfected the swelling and opened it with a tool and 25ml of pus discharged. The user disinfected the site again, put some betaisodona on it and put a sterile patch on it. The swelling was subsided. The sensor was removed on (B)(6). Doctor said there is still an infection at the insertion site, the tissue is hard. They took a sample and sent it to the laboratory.